Manufacturer narrative:
The investigation identified a software anomaly triggered by a sequence of events which allows a sample to be aspirated from the wrong position of a sample tray and/or dispensed back into the wrong position of a sample tray when using a vitros 5600 system. This can lead to a result or series of results to be associated with the incorrect patient or erroneous results. The FDA (B)(4) was notified of this issue on 13 april 2016. Refer to report number 1319681-4/13/2016-001-c.

Event description:
A retrospective review of econnectivity data to support an ortho clinical diagnostic investigation identified a sample fluid that was likely aspirated from an unintended tube/cup when processed on a vitros 5600 system. No result was generated from the aspirated sample due to an analyzer condition code. There was no allegation of patient harm. The investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4).